Event description:
It was reported that, while trying to treat a patient, the patient's temperature unexpectedly dropped from 60 degrees celsius to 40 degrees celsius. No serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a duplicate of (B)(4)/ MFR report # 0001831750-2023-00762.

Event description:
It was reported that, while trying to treat a patient, the patient's temperature unexpectedly dropped from 60 degrees celsius to 40 degrees celsius. No serious injuries or clinically relevant delay in treatment was reported.